Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388 lead, implanted (B)(6)2004. (B)(4).

Event description:
The patient reported that the implantable cardioverter defibrillator (ICD) is not working correctly. The device remains in use. No patient complications have been reported as a result of this event.